Event description:
It was reported that a patient experienced an st elevation. During sheath insertion, st elevation was observed at 2.3.avf. Air embolism was suspected, but it resolved, so the procedure continued and was completed with the stable point catheter. The patient was discharged two days later. The catheter has already returned and received by bsc.

Manufacturer narrative:
Device technical analysis: visual examination revealed no visual abnormalities to the device. Functional testing shows that the catheter functional mechanism worked properly. The continuity test was performed, and the device was found within specifications. No shorts or opens were detected. Finally, electrical test was performed and the ablation was verified by using the maestro generator 4000 and metriq, and the device was found within specifications. Analysis of returned product revealed that the device showed no evidence or defects that could have contributed to the reported event; consequently, not confirming the reported complaint. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Investigation conclusion: based on the information provided and the analysis of the device returned, the probable conclusion code of 'no problem detected' was selected; since the investigations findings clearly confirm that there was no problem with the device.

Event description:
It was reported that a patient experienced an st elevation. During sheath insertion, st elevation was observed at 2.3.avf. Air embolism was suspected, but it resolved, so the procedure continued and was completed with the stable point catheter. The patient was discharged two days later. The catheter has already returned and received by bsc.